Event description:
Clinic study ID site (B)(6); study subject (B)(6) was implanted on (B)(6) 2009, with an elevate anterior. On (B)(6) 2010, the subject was experiencing perineal pain/discomfort described as, "dyspareunia on perineal scar." The site determined this event was likely related to the procedure. Intervention: estrogen cream. Event status: continuing. Additional information received on (B)(6) 2010, indicates that the pain/discomfort was resolved on (B)(6) 2010.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.